Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information was requested, and the following was obtained: the following information was requested, but unavailable: please clarify, was the packaging seal found opened? Was the sterility of the product found to be compromised? Are there pictures of the damaged product/packaging available? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown neurosurgery procedure on (B)(6)2022 and absorbable hemostat was used. At the time of opening the package, an abnormality of heat seal was noticed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found investigation summary - nine sealed packets of product code 2083 were received for evaluation with the packaging closed, the unopened samples were examined for visual defects: wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured), and none was observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h3, h6.